Event description:
The manufacturer received information alleging a ventilator failed an active exhalation control module test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated, and the customer's complaint was confirmed. The device's three-way solenoid and proportional valve were replaced to address the issue. Final testing was performed and the device passed final testing.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation control module test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated, and the customer's complaint was confirmed. The device's three-way solenoid and proportional valve were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for further investigation. The proportional valve was visually inspected and found no defects. The component was testing on a multifunctional test station and passed all testing. The pil concludes the component operated as designed. The solenoid valve was visually inspected and found no defects. The component was tested and failed the active exhalation control module verification step. The pil suspects internal contamination caused the failure. The components were both scrapped.